Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (patient 1 = 0.152 ng/ml versus expected < 0.012 ng/ml, patient 2 = 0.15 ng/ml versus expected < 0.012 ng/ml) from multiple patient samples processed on the vitros eciq immunodiagnostic system. In addition, a non-reproducible higher than expected result (0.063 ng/ml versus expected < 0.012 ng/ml) was obtained when performing a precision test using a troponin free fluid, high sample diluent b. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result for patient 1 only was initially reported out of the laboratory. However, a corrected report was issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. In addition, a non-reproducible higher than expected result was obtained from a troponin free fluid, high sample diluent b. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer replaced several analyzer parts and rebuilt the well wash pump to return the instrument to expected operation. Following these activities, acceptable vitros trop I es performance was observed. In addition, the sample for patient 1 was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is most likely instrument related. However, pre-analytical sample processing cannot be ruled out as an additional contributing factor for patient 1.